Event description:
The patient received a 144 gy dose of therasphere via hepatic artery infusion in 2000 and was released the next day without incident. The patient was admitted 3 days post-treatment and received 6 units of packed rbc for a significant nsaid induced gastric ulcer. The patient had been taking large amounts of motrin prior to therasphere treatment. The clinician judged the gastrointestinal bleeding to be unrelated to therasphere treatment. The ulcer was attributed to the excessive use of motrin prior to treatment. The patient will be followed closely to monitor any change in status.